Event description:
During a laparoscopic hand assisted vaginal hysterectomy procedure, from initial firing, surgeon noticed that gun was unusually stiff. On the 4th firing the reload did not staple successfully. Another reload was used at which point the trigger mechanism could not be deployed. A second gun was opened used for the rest of the procedure. No pt consequence.